Event description:
Reference number (B)(4). Event occurred in the united states. On 19-sep-2024, the patient reported that there was a blockage in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.